Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fqy5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer and manufacturer representative reported that last couple of times "she told him that she did not think her therapy was working". The patient had used the neurostimulator remote to make adjustment and now the patient was advised by the health care provider to turn the therapy off and document symptoms. The leaking was gradually gotten worse; she did not have leakage like this before implant, urine just running out. The patient could not void so she would stand up to begin using the catheter but patient bladder would be emptied before patient could get the catheter in. The patient indicated that 700 was the highest number from catheterizing. The patient was on program 4 1.3v, neurostimulator (ins) was off. The manufacturer representative had reprogrammed her device as a follow-up to her initial surgery. Other than the aforementioned need for reprogramming, they were unaware of any lack of therapeutic effect being said. The consumer further reported that they did not have concerns with their device or therapy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.